Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user handling of the device, leading to water invasion of the scope connector and an abnormality in electrical components. This then led to the display of the error message. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage" olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device displayed an e315 error code (scope error). The reported issue occurred while preparing the subject device, prior to a diagnostic enteroscopy. The intended procedure was completed using the subject device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was confirmed and the issue was resolved after drying the scope. In addition, service found there was fluid invasion inside the electrical connector, and there was a leakage from the venting connector. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.